Manufacturer narrative:
Mindray service representative replaced the cpu board. Performed function and safety tests.

Event description:
Customer reported the passport 2 monitor's display was not working which may have resulted in a loss of primary monitoring. No pt injury was reported.